Event description:
It was reported that the unspecified bd 0.2 microbore filter extension set had leakage. The following information was provided by the initial reporter: mivf line found to be leaking on hourly check. Leaking noted at the connection of the filter to the tubing. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No can you please provide the material and lot number associated with reported issue? Not provided. 0.2 microbore filter extension set please clearly specify the location of the product leak. Leaking noted at the connection of the filter to the tubing. Did the leak occur during priming or how long into the infusion did this occur? Infusion was running, unknown how long into infusion leak occurred. What medication was being used? Not reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was flushed with water and a leak was observed coming from the filter vent. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review could not be performed because a model and lot number was not provided by the customer.